Manufacturer narrative:
No complaint was received with the return of the device; failure event observed during analysis. Final analysis found a complete lead returned. External insulation abrasion was found from 14.5 cm to 14.6 cm from the connector pin, consistent with friction against the pulse generator can. Further external insulation abrasion was found from 39.2 cm to 39.4 cm from the connector pin, consistent with friction against another implantable device or feature of the patient's anatomy. All other damage found was sustained during surgical procedure.

Event description:
This report is to advise of an event observed during analysis.

Event description:
New information reported that the right atrial lead exhibited undersensing. The lead was removed and replaced on (B)(6) 2018.